Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in backup mode due to event queue overflow. Abbott technical support was contacted and the device was restored to normal function. The patient was in stable condition.